Manufacturer narrative:
User facility personnel unplugged the surgical monitor; no injuries were reported. The patient was transferred to a different room and the procedure was completed successfully. A steris service technician arrived on site and replaced the surgical monitor. No issues have been reported with the replacement monitor. Steris service personnel inspected the surgical monitor and identified an electrical short condition in the driver board which caused the reported smoke. A review of service records and complaints related to the 26" surgical monitor indicate that this was an isolated incident. No additional issues have been reported.

Event description:
The user facility reported that smoke was emitting from their 26" surgical monitor.